Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a no delivery issue and her blood glucose level was 214 mg/dl. The customer stated that she treated with a bolus from her insulin pump and then replaced the reservoir. The customer then stated that while she was filling the reservoir with insulin from the via, the insulin leaked down the transfer guard. However, the customer stated that she still went ahead and used the reservoir for two to three hours until she received a no delivery alarm during the first bolus. The customer added that she also received about 3.7 units of insulin before the insulin pump gave the no delivery alarm. The customer then decided to change out the infusion set and reservoir, which resolved the issue. The customer mentioned that she used a model mmt-399 quick-set infusion set. Nothing further was reported.